Event description:
Surgeries meeting mesh. Bad; after motorcycle accident where I had previous surgeries on my spine they tried to fuse my s spine. But infection seem to happened maybe when they put that mesh in. In 2005 I'm not sure of the exact date but they had to redo the surgery due to infection. Now it seems more has been revealed about the mesh that was used in my pelvis and in my rib cage on the left side of my body. I believe problems have occurred due to this mess which I'm finding out about now. After surgery in 2005 I believe surgical mesh impaired my ability to get anybody pregnant I became sterile. That is one of the smaller side affects. So much more happened. FDA safety report ID# (B)(4).